Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported passing out three times during the first week of using the pump, referencing a prior case. The user had experienced multiple lows and did not recall exact dates. During one episode, user passed out, hit the floor, and was treated by the user's sister with honey and food; no hospital visits or ems was reported. Blood glucose (bg) stabilized after treatment. The user's lowest blood glucose (bg) recorded was 40 mg/dl. Bg and was corrected with honey and food. Symptoms included passing out, loss of vision, and being incoherent. No prolonged out-of-range period or medical intervention was required at the time of call.